Event description:
It was reported that the 2000 system is inoperable. No pt injury was reported.

Manufacturer narrative:
A ge service rep was contacted to do a pm. The 2000 system is end of life and there are no parts available. The service call was cancelled by the customer. A follow up report will be filed when additional details become available.